Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated one (1) erroneous creatinine patient result. Customer indicated that the erroneous result was reported out of the laboratory. Customer reported that the physician complained about the result. Customer reported that they reran the sample and submitted a corrective report. Customer reported that calibration and quality control passed. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a previously leaking reagent syringe within the creatinine module causing some blockage of reagent flow. This syringe pushes creatinine reagent into the creatinine module cup assembly. The fse replaced the syringe. This resolved the issue.